Event description:
Additional information was provided that indicated the reported glare and halos have resolved after the exchange. It was reported the patient made a complete recovery.

Manufacturer narrative:
Information was provided in the file that indicated the use of qualified associated products. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic specimen cup. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an (iol) intra ocular implant procedure, the patient experienced dysphotopsia and the lens was explanted in a secondary procedure. Additional information has been requested.